Event description:
Patient had abdominal pain - lap band found to have eroded through patients stomach. It was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).